Manufacturer narrative:
D10: concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 315-35-00 - glnd kwire. 320-01-46 - equinoxe reverse 46mm glenosphere. 320-10-15 - eq rev locking screw. 320-15-07 - sup/post aug plate, l rs glenoid baseplate. 320-20-00 - eq reerse torque defining screw kit. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-46-13 - equinoxe reverse 46mm humeral const liner +2.5. 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, the patient underwent a revision of a left reverse total shoulder arthroplasty to a competitors reverse shoulder. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear of the humeral liner secondary to malpositioned glenoid components. It remains unclear whether the glenoid components were initially implanted in this position and/or migrated over time. Contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. D1: corrected. D4: corrected. G4: corrected. H6: corrected medical device, component, and investigation clinical codes.